Event description:
Pt had a 3 hour shoulder repair surgery and post-op was found to have a thermal 1st degree burn associated with the hose of the lower warming blanket on the left lateral leg; measured 2 inches by 6 inches. Later this burn developed to a second degree burn. The hose had not separated from the warming blanket. Believe hose came with too close contact with pt's skin.